Manufacturer narrative:
The referenced ongoing lvad fault alarms reported under medwatch #: 2916596-2018-0629, MFR medwatch #: 2916596-2018-00381 submitted via (B)(4). Approximate age of device - 1 year, 1 month. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient with known lvad fault alarms reported having some kind of alarm on (B)(6) 2018 not seen on device interrogation. No patient symptoms were reported. The manufacturer¿s technical services representative reviewed the submitted log file and observed erroneous data transferred resulting in blank pump parameter values; however, pump function was not interrupted. There were only lvad internal fault on (B)(6) 2018. There were no other unusual events seen within the log file. No further information was provided.

Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Although the evaluation of the submitted log files confirmed the report of lvad fault alarms, a specific cause for the events could not be conclusively determined through this evaluation. Log file data showed multiple events where the calculated flow, pump speed, and pi were captured at 0, between 27may2018 and 12jun2018. Also captured during this period were multiple lvad internal fault alarms. No interruptions in device support were identified through review of the captured data. Per the hm3 engineering team, the perception of corrupt values may have contributed to the lvad fault alarms and intermittent zeroing of pump parameter values. Although the system controller recorded pump speed, flow, and pi values of 0, there was likely no interruption in support during these events. However, a specific cause for the events cannot be conclusively determined through this evaluation. The patient remains ongoing on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.